Event description:
The user stated that user approached a ramp (incline unknown) very fast and upset unit. User upset the unit and fell out injuring arm. User was treated for a laceration (received 3 sutures) and released.